Event description:
On (B) (6), 2010, the pt underwent emergent repair of a dissection. The procedure went well. On (B) (6), 2010, the pt expired due to cardiac arrest. Per the physician, the gore tag thoracic endoprosthesis was not related to or the cause of the pt's death.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use, the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in pt etiologies with acute and chronic dissections.